Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. After a first successful operation of the fixation screw in the patient, in which it was extracted from the lead and subsequently retracted, deployment was no longer possible.

Manufacturer narrative:
(B) (4). Conclusion: the analysis concludes that after removal of the blood coagulation surrounding the helix of the distal tip, the lead conforms to all mechanical and electrical specifications, and specifically, the function of the fixation mechanism conforms to the established specifications. The statement of the physician in this case indicates that this function was initially normal during the implantation attempt.